Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("irregular bleeding / painful bleeding"), alopecia ("hair loss"), abdominal pain ("right side hurts"), urinary tract infection ("uti"), arthralgia ("joint pain"), feeling abnormal ("brain fog") and endometriosis ("endometriosis") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (essure device removal (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, genital haemorrhage, alopecia, abdominal pain, urinary tract infection, arthralgia, feeling abnormal, uterine leiomyoma and endometriosis outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, endometriosis, feeling abnormal, genital haemorrhage, menorrhagia, urinary tract infection and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("irregular bleeding / painful bleeding"), alopecia ("hair loss"), abdominal pain ("right side hurts"), urinary tract infection ("uti"), arthralgia ("joint pain"), feeling abnormal ("brain fog") and endometriosis ("endometriosis") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (essure device removal (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, genital haemorrhage, alopecia, abdominal pain, urinary tract infection, arthralgia, feeling abnormal, uterine leiomyoma and endometriosis outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, endometriosis, feeling abnormal, genital haemorrhage, menorrhagia, urinary tract infection and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2020: quality safety evaluation for ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyslipidemia, melanocytic nevus, seborrheic keratosis, urgency urination and dysuria. Previously administered products included for an unreported indication: lovastatin. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage ("irregular bleeding / painful bleeding"), alopecia ("hair loss"), abdominal pain ("right side hurts"), urinary tract infection ("uti"), arthralgia ("joint pain"), feeling abnormal ("brain fog") and endometriosis ("endometriosis") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (essure device removal (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the heavy menstrual bleeding, genital haemorrhage, alopecia, abdominal pain, urinary tract infection, arthralgia, feeling abnormal, uterine leiomyoma and endometriosis outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, endometriosis, feeling abnormal, genital haemorrhage, heavy menstrual bleeding, urinary tract infection and uterine leiomyoma to be related to essure. The reporter commented: 3 trailing coils per side diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure devices at the uterine-fallopian tube junctions.no evidence of fallopian tube filling around essure devices.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2021: mr received. No new information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.